Manufacturer narrative:
Concomitant medical devices: product ID :37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator . (B)(4).

Event description:
A patient whose indication for use was parkinson's dual and movement disorders reported via a company representative that there was a power on reset (por) message on the patient programmer. It was indicated that por was successfully cleared with the patient programmer. It was also noted that the patient met with health care provider on the day of this call and they were able to resolve the issue. A day later, it was further reported that por related to right system. The cause of por was not determined. The patient had activa sc device with voltage of 2.73v and he was scheduled for replacement surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent